Event description:
The ge oec 2800 uroview fluoroscopy system would not boot up.

Manufacturer narrative:
A ge oec service rep investigated the issue and found a defective hard drive that was removed and replaced. The calibration files were re-loaded. The system was further tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.